Event description:
Complainant alleged that during functional testing, the device had no video display. Complainant did not indicate that there was any patient involvement in the reported malfunction.